Manufacturer narrative:
Cmp-(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in poland. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00082-2. Three follow-ups were sent requesting additional information; however, none was available. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records has not been possible as on lot number is not available. 10 complaints were identified for this item number including cmp-(B)(4). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports instrument fracture. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The event has a severity score of 4 as defined in the rmr as results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of this complaint is considered to be within the severity of the rmr. The report does not contain any information to suggest patient harm or delay to surgery, and is therefore considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being jan 2020. - sales (jan 2017 to jan 2020) = (B)(4) units. - complaints search was conducted for events occurring between jan 2017 to jan 2020 for item 31-601587. - 10 complaints were identified for this item number including cmp-(B)(4). - therefore, the calculated occurrence rate is (B)(4). - multiple failure causes result in a mechanical failure. The root cause of the above complaint has not been determined, therefore a specific failure cause cannot be selected. The occurrence score for one failure cause cannot be attributed to all events, and therefore cannot be used for comparison. - since the instrument in question is reusable, number of uses is better represented by the sales of the compatible acetabular implants. Therefore, the sales for all compatible exceed abt cups has been obtained and used to calculate occurrence. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
During the insertion of trial shell the thread of the impactor broke and stayed in the trial. Trial shell was removed manually from the acetabulum and the surgeon used angled impactor to insert the final shell (there were two impactors in the toolset). No adverse consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign country: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical product: excd abt spring loaded impactr, catalog #: 31-601587, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00082. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during the insertion of trial shell the thread of the impactor broke and stayed in the trial. Trial shell was removed manually from the acetabulum and the surgeon used angled impactor to insert the final shell (there were two impactors in the toolset). No adverse consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G3: report source, foreign - event occurred in poland. D11: device name: exc abt rnglc-x shl ha/pc 052m, model#: 131352ha, lot#: 6531955. Device name: ringloc-x arcomxl h/w 52/32mm, model#: xl-053252, lot#: 6428182. Device name: micro taprlc std pc 10mm 12/14, model#: 650-0954, lot#: 6608616. Device name: cocr hd md nk 32 std 12/14, model#: p0206m32, lot#: j6559328. Device name: excd abt spring loaded impactr, catalogue#: 31-601587, lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00082-1. Additional information received: associated product's information (model, lot). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the insertion of trial shell the thread of the impactor broke and stayed in the trial. Trial shell was removed manually from the acetabulum and the surgeon used angled impactor to insert the final shell (there were two impactors in the toolset). No adverse consequences were reported.